Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon partial deployment, the valve was severely constricted due to extreme aortic leaflet calcification. A pre-implant balloon aortic valvuloplasty (bav) had not been performed. The valve was recaptured and redeployed in an attempt to dilate the calcified leaflets. Although the valve was still constricted it was fully deployed. Two post-implant bavs were performed with a 23 and 25 mm balloon in an attempt to slowly dilate the valve. A good seal of the valve was achieved in the patient's annulus. Shortly after the evaluation of the valve, the patient's blood pressure dropped to 60 mm systolic. Echocardiogram revealed pericardial effusion and a tap was performed. The bleeding was perfused with nearly 1 liter coming out into the syringes. The patient was then put on cardiopulmonary bypass and their chest was opened up to evaluate the bleeding. Upon evaluation, it was revealed that previous calcium in the annulus and left ventricle outflow tract had ruptured the patient's aortic root during the post-implant bav. The valve was explanted and a surgical valve was implanted with good result. No additional adverse patient effects were reported.